Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) was failing to complete an autofill. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) confirmed during evaluation that the unit had not been working at all, instead of shutting off. The fse discovered the vacuum pressure was higher than normal. To address the issue, the fse installed a 2500 hr valve kit for the compressor. The unit passed all functionality, safety, calibration tests to meet factory specifications.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) keeps shutting off. It is unknown the circumstances in which the event occurred. It is also unknown if there was patient involvement. No adverse event was reported.